Event description:
It was reported that the patient was unable to charge and had difficulty charging past one bar of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was received in hibernation state and was able to recharge in one four-hour charge cycle. An analysis of the data logs revealed that the ipg battery level was maintained above 3.8vdc majority of the time and only entered hibernation mode one time before explant with no recharge attempts noted on the charge log afterwards. The ipg was also able to pass the functional test and internal electrical testing without any anomalies. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge and had difficulty charging past one bar of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.